Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that multiple attempts to obtain the product for analysis were unsuccessful. If the product is returned or information is provided at a later date, the complaint file will be updated and the product investigation will be performed and a supplemental 3500a report will be submitted. [Conclusion]: the healthcare professional reported that during the stent-assisted coil embolization procedure targeting a wide necked (4.61mm) cerebral artery aneurysm, after the coil was implanted, the 150cm x 5cm prowler select plus microcatheter (606s255x/30443783) was advanced to the target position to attempt stent implantation. The physician used the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452200/5832083) first and it became impeded in the y connector. The physician then attempted to advance the 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812/11205008), but it became stuck at the near end of the microcatheter. The stent and microcatheter were removed from the patient and the procedure was completed without stent implantation. The physician monitored the patient¿s condition for 72 hours and the patient was transferred to the general ward. No patient complications occurred as a result of the event. There was no evidence of coil protrusion into the parent vessel. The surgery was delayed a total of 20 minutes due to the event; however, the physician did not feel the surgical delay was clinically significant. The devices were reported used in accordance with the instructions for use (IFU); no abnormalities were noted before use. There was no evidence of physical material within the y-connector and/or microcatheter. A cerenovus guidewire was used successfully with the prowler select plus microcatheter prior to the reported resistance. The stent introducer was properly engaged with the microcatheter hub and an adequate flush was maintained through the devices at all times. The enterprise devices did not appear damaged. Based on complaint information, the device was not available to be returned for analysis. Three attempts were made to obtain product for analysis were unsuccessful. If product is returned and received at a later date, the investigation will be reopened and product investigation will be performed. A review of the manufacturing documentation associated with this lot (30443783) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Loss of microcatheter target position in the intracranial is considered MDR reportable because this will require re-accessing the target site with increased potential for vessel trauma, vessel spasm, and/or ischemia/infarct. Imdrf health impact code ¿modified surgical procedure¿ was selected for both impacted products as the physician opted to complete the procedure as is without stent-assistance. However, no adverse outcome to the patient was documented in the complaint report. Therefore, this event meets MDR reporting criteria with the classification of ¿malfunction¿ for both impacted products (150cm x 5cm prowler select plus microcatheter and 4.5mm x 28mm enterprise® vascular reconstruction device). With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00156 and 3008114965-2021-00161. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Initial reporter phone: (B)(6). The initial reporter email address is not available / reported. The availability of the prowler select plus microcatheter is unknown. The most current status update on its availability for return has not been received to date. As indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot (30443783) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Loss of microcatheter target position in the intracranial is considered MDR reportable because this will require re-accessing the target site with increased potential for vessel trauma, vessel spasm, and/or ischemia/infarct. Imdrf health impact code ¿modified surgical procedure¿ was selected for both impacted products as the physician opted to complete the procedure as is without stent-assistance. However, no adverse outcome to the patient was documented in the complaint report. Therefore, this event meets MDR reporting criteria with the classification of ¿malfunction¿ for both impacted products (150cm x 5cm prowler select plus microcatheter and 4.5mm x 28mm enterprise® vascular reconstruction device). This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00156 and 3008114965-2021-00161. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent-assisted coil embolization procedure targeting a wide necked (4.61mm) cerebral artery aneurysm, after the coil was implanted, the 150cm x 5cm prowler select plus microcatheter (606s255x / 30443783) was advanced to the target position to attempt stent implantation. The physician used the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452200 / 5832083) first and it became impeded in the y connector. The physician then attempted to advance the 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 11205008), but it became stuck at the near end of the microcatheter. The stent and microcatheter were removed from the patient and the procedure was completed without stent implantation. The physician monitored the patient¿s condition for 72 hours and the patient was transferred to the general ward. No patient complications occurred as a result of the event. There was no evidence of coil protrusion into the parent vessel. The surgery was delayed a total of 20 minutes due to the event; however, the physician did not feel the surgical delay was clinically significant. The devices were reported used in accordance with the instructions for use (IFU); no abnormalities were noted before use. There was no evidence of physical material within the y-connector and / or microcatheter. A cerenovus guidewire was used successfully with the prowler select plus microcatheter prior to the reported resistance. The stent introducer was properly engaged with the microcatheter hub and an adequate flush was maintained through the devices at all times. The enterprise devices did not appear damaged. It was reported that the enterprise stents are available to be returned for evaluation; it is not clear if the prowler select plus microcatheter is available to be returned for evaluation and analysis.